Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, during a PICC line placement procedure using a peripheral-inserted central catheter (PICC), the nurse observed that the tip of the micro-cannula sheath was blunt and irregular, causing difficulty in advancing the cannula. After smoothing the tip with sterile gloves, the nurse enlarged the puncture site and gently rotated the sheath to advance it, completing the placement. The patient's catheter site was closely monitored afterward with no abnormalities noted.